Event description:
The complainant is the family relative a diabetic. The family member stated that the glucometer elit was reading low for the better part of the day. The only specific value that was given 27 mg/dl. Based on these results they gave the pt juice and items to raise their blood sugar. The pt began to vomit and was feeling ill. They took the pt to the hospital emergency room where a blood glucose reading (method unknown) was 741 mg/dl while the elite gave a result of 27 mg/dl. The pt was in the ICU for 3 days and was treated for high blood sugars. The hospital "tested" the elite system and stated it was reading accurately. The method of testing etc., is unknown. While on the phone a review of the system was attempted. The customer did not have any of the elite supplies with them for an evaluation. A request to have the system returned for evaluation was made. In the meantime a replacement system has been provided.

Event description:
The complainant is the family relative a diabetic. The family member stated that the glucometer elit was reading low for the better part of the day. The only specific value that was given 27 mg/dl. Based on these results they gave the pt juice and items to raise their blood sugar. The pt began to vomit and was feeling ill. They took the pt to the hospital emergency room where a blood glucose reading (method unknown) was 741 mg/dl while the elite gave a result of 27 mg/dl. The pt was in the ICU for 3 days and was treated for high blood sugars. The hospital "tested" the elite system and stated it was reading accurately. The method of testing etc., is unknown. While on the phone a review of the system was attempted. The customer did not have any of the elite supplies with them for an evaluation. A request to have the system returned for evaluation was made. In the meantime a replacement system has been provided.